Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their transfer set from the patient line of the homechoice set during a dwell phase, without pausing therapy. The home patient did not return in time for following drain cycle. When the home patient returned, home patient reconnected their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was discontinued. Per the home patient, prophylactic antibiotics (medicaiton and dose unknown) were administered as a result of this incident.